Event description:
Hx prev. Aug with silicone implants by mentor. Date etc unk at this time. Pt wants to exchange gel implants to saline and have bil mastopexy. In 2007, pt underwent bil capsulectomy and implant removal . Pt implant was ruptured within the capsule- lt implant was intact. Pt was augmented with mentor saline implants 275cc - 310cc bilaterally.